Event description:
A customer reported he received an error message (unknown) on his blood glucose meter when he applied a blood sample to the test strip, and he was unable to obtain a reading. The customer additionally reported he experienced pain and soreness in his leg. The customer was reportedly seen by a doctor, diagnosed with severe hyperglycemia and treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Event description:
On september 29, 2009, a doctor reported that a zirconia restoration, which had been treated with silane, was seated using nx3. The restoration fell off about 1 month after placement.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 60 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to endocarditis. The operative report was also provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.